Event description:
It was reported the control box had a possible short - while the preamps were being used with the controller, they were running hot. There were no impedance test results. Additional information provided by the facility tech indicated the daqs were hot to the touch, and the user could visually see they were stimulating the nerve, but there was no response from the system. No readings on the monitor. The tech was not aware if the user received any messages or alerts from the system. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical product: 945daq915: amplifier dig preamplifier, (B)(4), mfg date unknown, gwf, k061639. Concomitant medical product: 945daq915: amplifier dig preamplifier, serial # (B)(4), mfg date unknown, gwf, k061639. (B)(6). (B)(4). The returned devices were reviewed: could not duplicate customer¿s issue. No fault was found. Issue was confirmed, the unit was not working properly and had an excessive heat due to components on bottom and front end boards were short.